Manufacturer narrative:
Device was not available for examination. The reporting institution information was not available and thus follow up for more information was not possible. In-house investigation included review of device history records. The investigation indicated no evidence of manufacturing or material related issues that would have contributed to the event.

Event description:
It was reported that upon removal of the catheter, the tip broke off and remained in the umbilicus and intervention was required. The type of intervention performed was not reported.